Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing/chamber, "black pieces of junk would come out of the mask," and "a foul chemical odor." The patient is uncertain if particles were in the airway but "only assume due to seeing them in the mask." The patient states they "would have to let it run for 20-30 mins to clear it out before using it" and spoke with their doctor "who put in a new prescription for another device." In addition, the patient "sleeps with an incline and side to help with breathing because currently not using a device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been corrected. Additional information was received. The patient reported using an ozone-based disinfection device. The device has not yet been returned to the manufacturer for evaluation. Attempts to have the device returned for evaluation and investigation were unsuccessful as the patient says their device has been placed into a storage bin and "would take an unreasonable amount of time" looking for it. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing/chamber, "black pieces of junk would come out of the mask," and "a foul chemical odor." The patient is uncertain if particles were in the airway but "only assume due to seeing them in the mask." The patient states they "would have to let it run for 20-30 mins to clear it out before using it" and spoke with their doctor "who put in a new prescription for another device." In addition, the patient "sleeps with an incline and side to help with breathing because currently not using a device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.